Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2). Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as neither the device's logs nor the claimed part were returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).